Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. As reported, a hair-like fiber was found inside the packaging of a roadrunner the firm lt hydrophilic wire guide. This observation was made within a distribution facility and the device did not come in contact with any patient. Investigation ¿ evaluation. Reviews of the complaint history, device history record, instructions for use (IFU), quality control procedures, and a visual inspection of the returned device were conducted during the investigation. The visual inspection of the returned device confirmed that one rlpc-35-145 device was returned, in its original package, sealed. An unknown dark fiber was observed within the pouch. A document-based investigation evaluation was performed. A review of the device history record showed no nonconforming events which could contribute to this failure mode. It should also be noted there were no other reported complaints for this lot number. Since there are no related non-conformances or other complaints from this lot, there is no evidence that additional nonconforming product exists in-house or in the field. Furthermore, a review of the quality control procedures were conducted, and no gaps were discovered. Sufficient controls are in place to detect this failure mode prior to release. An IFU is also provided with this device, which instructs the user to inspect the product upon removal from the package. Based on the information provided and the examination of the returned product, cook has concluded that manufacturing contributed to this event. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Common name & product code = dqx wire, guide, catheter. Occupation = non-healthcare professional. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, a hair-like fiber was found inside the packaging of a roadrunner the firm lt hydrophilic wire guide. This observation was made within a distribution facility and the device did not come in contact with any patient.